Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2018-00950. Additional information provided determined that this device was manufactured by cook inc.. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under this manufacturer report. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to a c-5 corpectomy, fusion of c4-c6, and a burst fracture of c5. The patient is alleging that the device is unable to be retrieved because the filter had adhered to the ivc wall. Retrieval attempt was performed on (B)(6) 2012 via the jugular vein and was unsuccessful and unable to be snared.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 28nov2018 on a report with an incorrect follow up # 3. Therefore, this report is being submitted as a correction follow up # 1. Additional information investigation ¿it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip - unable to retrieve, adherence to wall (embedded)'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.